Event description:
Laparoscopy - "during application. Clips are crossed. Several clips come out at the same time. High risk of bleeding for pt." Pt status: "ok".

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.